Event description:
It was reported that the patient faced an event where the infusion set fell off during use on (b)(6)2026.

Manufacturer narrative:
MDR(b)(4)/ Initial 3 of 5E1:Patient Country: (b)(6)Name: TandemCountry: United States of AmericaStreet: 11045 ROSELLE STREETCity: SAN DIEGOState: CAZip Code: 92121Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380